Event description:
The customer tested her blood glucose and received a contour reading of 240 mg/dl. She retested using another meter and received a reading of 120 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips for eval. She also insisted her meter be replaced. Replacement products were sent to the customer.